Event description:
Three minutes into a procedure to treat a protrusion at c5 / c6 using a perc d-c convenience pack, the tip of the wand fell into the surgical site and was left in. After the surgery, the patient felt initially better, but then felt worse. After a CT scan detected the piece in the patient, the physician decided that the patient would have to undergo an open disc surgery to retrieve the broken piece. The date of this follow-up surgery is unknown at this time, though the information has been requested from the physician.

Manufacturer narrative:
The device was not returned for investigation. A lot number has been requested. A follow up report will be provided after completion of the lot history review.